Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 887 mg/dl. The customer stated that prior to the event he had changed out his infusion set several times. The customer stopped using the insulin pump after the event. Troubleshooting could not be performed initially because the insulin pump's display remained blank after a new battery was inserted. After resting the insulin pump, the customer inserted a new battery and the display returned. Nothing further was reported.